Event description:
While performing ercp procedure, user encountered difficulty deploying stents which then became lodged in stent system. They were unable to remove stent. Stent system was removed and a new one used to complete the procedure.